Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports experiencing significant pain in the teeth and gums with a discomfort level beyond normal pain and worsened over time. Patient stated developing gum infections, which are believed to be directly related to the product and has required medical attention and disruption to daily life. Additionally, the aligners do not appear to fit properly, and the pain and infection have made it impossible to continue using them safely.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.